Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not fully deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level over 250 mg/dl.

Manufacturer narrative:
The device was received fully deployed. However, the cannula was not seen past the bottom housing. The download data showed that the device ran for 56 pulses, 46 of which were first prime pulses, before being deactivated. Upon removal of the housing, damage was observed to the soft cannula. The cannula was measured to be out of specifications. This damage to the exposed portion of the soft cannula caused fluid not to exit the entire fluid path as intended. The timing and cause of this damage could not be determined. The needle mechanism was inspected and no damages were found that would have caused the device not to deploy. The bottom housing cannula window and eseal were checked for damages and no issues were observed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No other damages or deficiencies were observed during the investigation.